Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. [Conclusion]: the healthcare professional reported that the patient presented with a dissecting aneurysm underwent an endovascular embolization procedure, during the procedure, the 4.5mm x 14mm enterprise® vascular reconstruction device (vrd) (enc451412 / 7107407) became impeded in the concomitant microcatheter, a 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30743231) and could not advance nor be withdrawn. The physician retracted the stent and microcatheter and observed that the microcatheter had become kinked / bent and the stent was released in the microcatheter. The physician switched to a new microcatheter and released two stents (unspecified brand(s)) in the target aneurysm and the procedure was successfully completed. There was no negative impact to the patient. Additional information was received on 12-dec-2022. Based on the additional information, the 150cm x 5cm, 2 markers prowler select plus microcatheter was discarded and is no longer available for return. On 14-dec-2022, additional information was received. The information indicated that the procedure was targeting a dissecting aneurysm on the m1 segment of the left middle cerebral artery (mca). There was continuous flush maintained through the microcatheter. The stent / stent delivery system did not appear damaged when it was removed. Nothing unusual was noted about the system prior to use. The microcatheter was replaced with another 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). The two stents replaced and placed in the aneurysm were 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212). There was no clinically significant delay as a result of the reported event. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30743231) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00825. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the patient presented with a dissecting aneurysm underwent an endovascular embolization procedure, during the procedure, the 4.5mm x 14mm enterprise® vascular reconstruction device (vrd) (enc451412 / 7107407) became impeded in the concomitant microcatheter, a 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30743231) and could not advance nor be withdrawn. The physician retracted the stent and microcatheter and observed that the microcatheter had become kinked / bent and the stent was released in the microcatheter. The physician switched to a new microcatheter and released two stents (unspecified brand(s)) in the target aneurysm and the procedure was successfully completed. There was no negative impact to the patient. Additional information was received on 12-dec-2022. Based on the additional information, the 150cm x 5cm, 2 markers prowler select plus microcatheter was discarded and is no longer available for return. On 14-dec-2022, additional information was received. The information indicated that the procedure was targeting a dissecting aneurysm on the m1 segment of the left middle cerebral artery (mca). There was continuous flush maintained through the microcatheter. The stent / stent delivery system did not appear damaged when it was removed. Nothing unusual was noted about the system prior to use. The microcatheter was replaced with another 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). The two stents replaced and placed in the aneurysm were 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212). There was no clinically significant delay as a result of the reported event.